Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -6.00 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was removed and later replaced with a longer length lens due to low vault. The problem was resolved.

Manufacturer narrative:
(B)(4).